Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 100mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the customer reverted to manual injections for insulin therapy.